Event description:
It was reported that a patient's blood glucose levels (bg) reached 310 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported cannula being bent when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The soft cannula was not observed to be bent, kinked or otherwise damaged. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. The pcb was observed to be corroded. Due to the presence of corrosion, a leak test was performed. No internal leaks were observed along the full fluid path that would have contributed to the corrosion observed inside the device. Download data and investigation of the device indicate this corrosion had no affect on the functionality of the device.